Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of right total hip to address periprosthetic femur bone fracture, with stem subsidence and medial calcar bone fracture. Date of implantation: (B)(6) 2021 date of revision: (B)(6) 2021 (right hip) . Treatment: revision of femoral stem and head; open reduction internal fixation using cerclage cables and depuy restoration revision stem and head.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. A singular post operative x-ray image was provided for review. It was not possible to confirm the reported allegations using the image. Nothing indicative of a product problem was identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.